Event description:
It was reported that, during the implant procedure, the electrode was inserted into the header and the setup was run successfully. Prior to defibrillation testing, the device was incorrectly programmed to a 10j low energy shock instead of a high energy shock. Once the ventricular fibrillation was successfully induced, the device therapy was not enough to convert the arrhythmia and an external shock was required. Post-shock, the impedance was one ohm. The doctor removed the pulse generator and placed a new one onto the same electrode. Testing was normal and the impedance was 70 ohms.